Event description:
It was reported that the monopolar cautery instrument had a crack at the tip of instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the tip of instrument was cracked. No further information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a crack on the tube adapter. The crack measures approximately 0.60 mm x 5.60 mm. There was no material missing. The complaint was confirmed by failure analysis.